Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 571 mg/dl. The customer called her doctor and was advised to go the urgent care. Customer was wearing the insulin pump at the time of the urgent care visit. Her blood glucose value was 385 mg/dl. Customer was treated with insulin shot and fluid and intravenous drip. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.